Event description:
Complainant alleged that during biomed testing the internal handles did not allow the defibrillator to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.